Event description:
When the clinical staff started an non-invasive blood pressure (nibp) reading, an error message appeared stating nibp "repair." The nibp cuff did not inflate.====================== health professional's impression======================n/a====================== manufacturer response for fetal monitor, corometrics======================they are not aware of any problems with the nibp pump assembly. They just sold us a replacement part/assembly.